Manufacturer narrative:
Due to character limitations in e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced overheating.

Manufacturer narrative:
Other contact person: mr. (B)(6). Updated field: b4, b5, d9, g1, g3, g6, h2, h3, h6(health effect ¿ clinical code, type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. Event site address: (B)(6). A getinge field service engineer (fse) evaluated the unit and could be able to reproduce the issue. The fse reported that there was a short circuit in the temperature sensor that measures the compressor temperature, which misrecognized it as an abnormal temperature and caused the system to overheat. The fse replaced the temperature sensor (d206-00-0734). Following replacement, the temperature readings were verified as normal, and the unit operated correctly during a run test. The device was confirmed to be functioning properly and was cleared for clinical use. The failure analysis and testing dept. Received part number 0206-00-0734 with a reported unit failure of a system overheating during use. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Av.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced overheating. There was no patient harm or injury reported.